Manufacturer narrative:
The cable was evaluated and found to be in good working order; lumens test was performed and light cable meets manufacturing specifications. Problem found. In our fiber optic light cable care and maintenance labeling states the following: "warning: never place the end of a fiber optic light cable or telescope connected to a light cable on or under a surgical drape while the light source is activated. The intensity of the light source may cause burns to the pt and/or the surgical drape. Turn the light source to standby or initial mode when it is not in use. Karl storz recommends that the appropriate size light cable be used to minimize that heat energy generated from the light source. Use of appropriate size light cable will reduce the risk of pt burns, as well as the risk of igniting flammable material. Never attach a cable or cable connector to pt or drape."

Event description:
Allegedly, at the end of a mediastinoscopy procedure, doctor noticed that cable was hot to the touch. They checked the pt and found that there was a small, superficial burn near the incision point where the cable made contact with pt skin. They applied steri-strips; no other medical attention was necessary. Procedure was completed. Pt condition is good.